Event description:
The patient contacted lifescan and reported that their one touch ultra meter was reading inaccurately high. There is no allegation of harm or serious injury. The patient had recieved results of 210 mg/dl and 320 mg/.dl on their meter. They were not experiencing any symptoms at the time of concern. They visited their doctor due to the high results ( time difference was not provided). The doctor's meter result was 86mg/dl, which does not reflect serious injury. They were give glucose tablets and a retest was done on the doctor's meter 20 minutes later with a result of 110 mg/dl. During troubleshooting, it was verified that the meter was in the right unit of measurement (mg/dl) their testng technique was good and was cleaning the puncture site correctly prior to testing. However, they reported that their test strips were damaged. Based on the information provided, there is an indication that the product has malfunctioned since the test strips were reportedly damaged. However, there is no information to suggest that the patient experienced any injury due to the product. Therefore, this case is reported as a strip malfunction. A replacement meter, control solution, and test strips were sent to the patient.